Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that blue flames came out of the ventricular assist device (vad) battery charger. The battery charger was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery charger was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery charger revealed that the unit passed visual inspection and functional testing. The battery charger was able to charge the batteries as expected, no signs of overheating were observed. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.